Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent at the completion of investigation.

Event description:
The event is reported as: complaint alleges that circuit would not pass the leak test on the ventilator. Alleged incident occurred prior to patient use. No patient injury reported.